Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to an ilet alert indicating the insulin supply was empty after a prior partial cartridge fill, and he requested a cartridge-only change despite recommendation for a full supply change; he uses a steel cannula set 6 mm and completed a new cartridge fill and swap without visible air or connection issues while glucose trended down from 223 mg/dl to 208 mg/dl after running out of insulin. Symptoms included hyperglycemia. Outcomes included self-monitoring with no medical intervention, hospitalization, or emergency care. Investigation included troubleshooting and user education on performing a full supply change. Investigation of this case revealed no device malfunction or component defect and suggested that running out of insulin due to a partially filled cartridge was the likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with supply depletion and use-related factors.